Event description:
It was reported that the patient presented to the clinic experiencing episodes of dizziness. Upon interrogation, the patient's right ventricular (rv) exhibited noise oversensing which led to pacing inhibition. Programming changes were made. The patient was in stable condition.